Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device indicated both cuffs were attached to the needle tips. The link had been pulled out of the posterior cuff. A link pull has the same effect and may appear to the user as the suture not attached to the needle by preventing harvesting of the suture during plunger removal as reported. The most probable cause for the reported event is believed to be related to operational context during use and not a product quality deficiency. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a renal stenting procedure. Reportedly, when the plunger was removed from the body of the device, the suture was not attached to the needle. Hemostasis was achieved using a second proglide device. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.